Event description:
It was reported that pump experienced malfunction alarm that displayed malfunction code. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without it recurring, and was advised to continue using pump and to call back if any malfunction alarm occurred again.